Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using a pinnacle anterior/apical pfr kit, the lead suture detached at the point where the suture meets the dilator, outside the patient, when the physician was throwing it through the sacrospinous ligament. The capio carrier seemed bent or deviated, pushing the bullet improperly against the capio cage. The procedure was completed with another pinnacle anterior/apical pfr kit, without any complications to the patient, who is reportedly "good" post-procedure.

Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using a pinnacle anterior/apical pfr kit, the lead suture detached at the point where the suture meets the dilator, outside the patient, when the physician was throwing it through the sacrospinous ligament. The capio carrier seemed bent or deviated, pushing the bullet improperly against the capio cage. The procedure was completed with another pinnacle anterior/apical pfr kit, without any complications to the patient, who is reportedly "good" post-procedure.

Manufacturer narrative:
The device was not received for evaluation. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.

Manufacturer narrative:
Visual analysis of the returned uphold mesh assembly showed that the lead suture and needle were detached from the solid blue dilator which confirms the complaint. The capio device was not returned for evaluation. The directions for use for the device includes the following precaution statement: 'avoid excessive tension on the mesh during handling and positioning to prevent damage to the device.' The most probable root cause is that the tensile strength exerted on the suture material exceeded the ultimate strength of the material, or a design limitation. The probable root cause for the detached needle was determined to be design.